Event description:
It was reported that during a lap transverse colectomy, both sides of the intestine in 5mm width were not stapled at the 3rd firing when the device was used for closing the insertion opening of the device during a functional end-to-end anastomosis. After that, the device could not cut properly at the 4th firing. Another cartridge was loaded into the same device and was used to complete the case. There were no adverse consequences to the patient. The device was fired properly at the first and the second firing. At the first firing, the device cut both the oral side and the anus side of colon. At the second firing, the device cut the introverted anastomosis site.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:was the staple line incomplete?---yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with five reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.